Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was in the office of a pain management clinic accompanying his wife when he noticed that the cgm was showing readings over 300 mg/dl. During this time, the patient was incoherent and sweating. He did not have a glucometer with him. The doctor at the clinic offered to check a finger stick reading and the patient's blood glucose was 34 mg/dl. Paramedics were called and while waiting for paramedics to arrive, the patient was given sugar water, 2 candies and 3 chocolate chip cookies. They checked his blood glucose again and it increased to 64 mg/dl. When paramedics arrived at approximately 1:15-1:30pm and they treated the patient with a "sugar tube". They checked his blood glucose and it was 76 mg/dl. They asked if the patient wanted to go to the hospital but the patient refused. The patient at instead and went home. At home, the patient checked his blood glucose with a meter and it was 279 mg/dl while the cgm was reading high. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.